Event description:
It was reported that the customer experienced an alarm 2 due to an occlusion event earlier in the day. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin use. There were no reports of frequent or recurring occlusion issues, so additional assistance was not necessary, and the case was closed by technical support.